Event description:
The customer determined that results for two patient samples obtained from a vitros 5,1 fs chemistry system attached to an engen laboratory automation system were associated with the incorrect patient name and reported from the laboratory. Once identified, the laboratory issued corrected reports for each patient sample. There was no allegation of patient harm. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The investigation confirmed that patient results were mis-associated with two patient samples. The investigation confirmed that the operator lifted and closed the vitros 5,1 fs analyzer cover to force an analyzer re-initialization while samples were being processed. Sample processing was interrupted and sample results were associated with the incorrect sample name. The root cause of the event was software related as an outcome of the operator's action. The investigation is on-going.